Event description:
It was reported that the right atrial (ra) lead dislodged the same day as implant. There were high thresholds noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.